Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot #v109244, implanted: (B)(6) 2009, programmer: model 3037, serial # (B)(4).

Event description:
It was reported there was a loss of therapeutic effect, and the patient had a bladder and kidney infection. The patient also had acute pain at the stimulator site that had occurred for the last 2-3 months. There was no known accident or incident related to the event. It was noted the programmer was not working and the patient was going to replace the batteries. Additional information has been requested, a follow-up report will be sent if additional information becomes available.